Event description:
This report is being filed upon notification from our mr MFR and of an event that occurred in another country. The pt had a mr procedure. The pt was scanned with the flex-m coil for the brain in combination with the synergy spine coil for the spine. The flex-m was positioned around the head and the synergy spine coil under the pt, who was under an anesthetic. At the end of the examination it was noticed that the flex-m cable was hot. Immediately after the scan a second degree burn appeared on the right upper leg. This was a 2nd degree burn of 2 x 5 cm on the right upper leg.